Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Testing was performed using an in-house retained kit of architect hbsag qualitative ii confirmatory lot 26202fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency for lot number 26202fn00 was identified.

Event description:
The customer stated that repeat (B)(6) architect hbsag qualitative ii results were generated for patient sample ID (B)(6) on (B)(6) 2021. Hbsag confirmatory testing was performed and confirmed (B)(6). A new sample was drawn on (B)(6) for hbv dna testing which was (B)(6). This sample was not tested for hbsag. The customer received a complaint regarding the (B)(6) result on (B)(6) 2021. The sample collected on (B)(6), 2021 was tested on the architect generating a (B)(6) result which matched hbv dna and patient history from 2019. The sample collected on (B)(6) 2021 was retested on the architect and alinity analyzers generating (B)(6) results. In conclusion, sample collected on (B)(6) 2021: all results on both alinity and architect were (B)(6). Sample collected on (B)(6) 2021: all results on both architect and hbv dna were (B)(6). A sample related issue with the sample collected on (B)(6) 2021 could not be ruled out. Data provided: (B)(6) 2021, hbsag (1st run): (B)(6), anti-hbs: (B)(6), hbsag (2nd & 3rd run): (B)(6), hbsag confirmatory: (B)(6), (previous history 2019 - hbsag (B)(6), anti-hbs (B)(6). On (B)(6) 2021: hbv dna (B)(6) (new sample), hbsag (B)(6), anti-hbs (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.